Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer had completed the load process and received a "notification to load a new cartridge". There was no impact to the customers blood glucose level. The customer declined to troubleshoot with tandem technical support.